Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received failed battery alarm on the insulin pump. The customer¿s blood glucose level was 8.8 mmol/l. Customer stated that they had a received failed battery alarm during normal use and it was cleared and explained alarm. It was also reported that they had replace battery now alarm. It was reported that they had changed the battery and again received alarm. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device received with constant failed battery alarm due to moisture damage at electronic assembly.